Manufacturer narrative:
The hexagon of the nut in connection with the nut driver was proabably damaged during an operation of tightening. If the nut driver is not in alignment with the nut during the unscrewing, it can slip and cause damage on the hexagon of the nut, making unscrewing impossible. Not returned.

Event description:
The surgeon wanted to remove the screw and rod on left side in order to reinsert screws, but he could not unlock the nut. He decided to stop the surgery and to operate on the patient four days later. The nut was probably damaged by instruments and couldn't be unscrewed, so the surgeon had to cut the connector to remove the screw.